Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault" message. Upon review of the error log, "pacer fault 116" and "defib disabled" messages were seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.